Manufacturer narrative:
Product analysis in progress.

Event description:
Medtronic received information that one year post implant of this aortic bioprosthetic valve, the patient experienced central regurgitation during diastole. The device was explanted and replaced with a non-medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve appeared distorted, oval shaped with the stent post deflected. Green and white multifilament sutures were attached on the sewing cloth. Minimal sewing cloth damage was observed. The damage likely occurred during explant. All leaflets were excised. Therefore, the condition of the leaflets could not be determined. Remnants of the leaflets appeared to be intact and attached to the commissures. Pannus was observed on the sewing ring on the inflow and outflow. Pannus appeared to have encapsulated the right noncoronary stent post. White and green monofilament sutures were found embedded in the pannus. An unknown amount of pannus appeared to have been removed during explant. Radiography revealed minimal calcification on some areas of the sewing ring. Conclusion: based on the information received and the product analysis, due to the receipt condition of the explanted device, a conclusive cause of the regurgitation could not be determined. The distortion of the annular ring can potentially restrict the leaflets from fully opening and/or cause misalignment of leaflets during valve closure. In addition, the pannus overgrowth on the inflow may have further impaired the leaflet mobility leading to regurgitation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.